Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the battery compartment was observed to be cracked on the side from the threads down to the case seal. There was moisture corrosion observed in the battery canister and on the battery cap. A leak test was performed and failed due to a battery compartment leak. The returned battery cap was able to fit but the pump was unable to power up and was completely unresponsive with the use of the both the returned and test battery cap due to the moisture corrosion. The pumps cover was removed and there was no further moisture ingress or any intermittent condition found to the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.